Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of device not detected on bus was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order #(B)(4) the fse reported that drawer 3.2 was off bus and not locking. The fse replaced the damaged retractor band and tested the drawer in diagnostics. All tested good. The report was closed. During dchu visual inspection: pn 135438-01: was received with worn insulation, exposed copper strands and burn marks. During dchu testing: pn 135438-01: the testing from dchu was not necessarily due to the exposed copper strands and black marks in the cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure "device not detected on bus" is attributed to the thermal damage of the part p/n 135438-01 caused by worn insulation due to prolonged use which led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer failed to lock and not detected on bus. As per part investigation, it was determined that there was thermal damage observed on part p/n 135438-01 caused by worn insulation due to prolonged use. There were no adverse events or injuries reported based on this event.